Event description:
It was reported that during a da vinci-assisted hartmann's surgical procedure, the e-100 generator was not providing energy. The customer had reseated the instrument and power cycled the e-100 generator. There were no errors on the generator or the screen. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform a hard restart of the e-100 generator with no change. The customer confirmed the vessel sealer instrument worked in the erbe generator, but the e-100 generator had no light above connection with instrument installed on the universal surgical manipulator (usm). The procedure was completed. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator due to intermittent power delivery. The system was tested and verified as ready for use. Isi received the e-100 generator involved with this complaint to perform failure analysis. The unit was installed into the test system, and it worked as expected with a vessel seal instrument installed. Cut/seal function was activated about 100 times and e-100 generator worked expected without any issue. The unit was power cycled about 10 times and no error found. The complaint was not confirmed by failure analysis.